Event description:
Customer reported that her insulin pump was not pushing the insulin out, and not giving any no delivery alarm. Performed the prime test and no insulin came out and no delivery alarms were received. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.